Event description:
It was later reported that the patient had lower back, major joint and neck pain. When asked what the catheter issue was, the reporter indicated that there was ¿none reported¿ and that the location of the issue was ¿none¿. It was noted that the pump had reached end of life (eol). The patient saw his healthcare provider (hcp) for follow-up analysis and programming. At the time of this report, the patient was in satisfactory condition and the pump was working adequately.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced the day prior to report (approximately 23 hours prior to time of report) and the healthcare provider (hcp) tried to aspirate from the cap but only got 2 drops back and was convinced that he didn¿t clear anything. It was noted that they did a ¿back table prime, hooked up the catheter to the pump and finished the case.¿ the hcp was concerned about the potential for patient ¿going through withdrawal if they did indeed clear the catheter and the hcp wanted to admit the patient overnight but the patient declined.¿ the pump system was delivering baclofen. Additional information received reported that the patient went into the managing physician¿s office the week prior to date of report and received a dose increase. Other than that, the patient was ¿fine.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11509r58, implanted: (B)(6) 2003, product type: catheter. (B)(4).